Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Exact date of implant is unknown and was reported as (B)(6) 2015. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lots manufacturer: synthes (B)(4). Date of manufacture: feb 17, 2015. Expiration date: jan 31, 2020. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Sterility documentation was reviewed and determined to be conforming. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery with hardware removal was performed on (B)(6) 2017 due to bone infection, osteomyelitis and loosening of the radial implants. It is unknown when or how it was discovered that the device had loosened. All implants were removed intact and the patient was not revised with new hardware. The revision surgery was completed successfully and without delay. The patient was implanted with the reported radial implants on an unknown date in (B)(6) 2015. Prior to this procedure, the patient originally was implanted with a competitor¿s devices (initial date of implant unknown) which were removed and replaced with the radial implants during the (B)(6) 2015 procedure. This report is 2 of 2 (B)(4).

Manufacturer narrative:
Product development investigation was completed. A visual inspection and device history records (DHR) review were performed as part of this investigation. This complaint was unable to be confirmed as no x-rays were provided and therefore no evidence that the returned devices loosened postoperatively is available. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned devices reportedly loosened postoperatively. This complaint condition has been investigated and resulted in recall and the voluntary product removal of the radial head prosthesis system. Appropriate actions have been initiated and documented to address the matter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.